Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2016 with the following findings: during investigation, the pump was returned with the battery cap stuck. The battery cap was removed from the pump and the compartment threads were found to be damaged. A test cap was used for the investigation. The battery compartment was found to be cracked on the side of the battery compartment at the threads. Unrelated to the original complaint, the audio bolus button was found be damaged but still responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged an inability to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.